Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis confirmed the scope passed final qa/qc testing. The main carina match issue and inaccurate distance to lesion were investigated and both were resolved through normal workflow (tomo update and repeat tilt), with no evidence they contributed to the event. The physician did not attribute the pneumothorax to the galaxy system, determining it was related to the biopsy or rebus. The event is consistent with the known inherent risks of bronchoscopy. This complaint is reported due to the following conclusions: a pneumothorax was reported following a galaxy-assisted biopsy procedure. A chest tube was inserted, and the patient was admitted overnight. The physician did not attribute the injury to the galaxy system, stating it was procedure-related and likely associated with either the biopsy or rebus. Two malfunctions: main carina match issue and inaccurate distance to lesion, were reported.

Event description:
The pneumothorax was identified post-procedure and imaging was not provided, making the location of the injury relative to the target lesion inconclusive. A chest tube was inserted, and the patient was admitted overnight. Malfunctions reported included main carina match issue and inaccurate distance to lesion.